Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient started to experience feeling unwell and was vomiting around noon. The cgm value at that time would have been around 7.0 and 9.0 mmol/l, which made the parent believe the patient had a stomachache. When ketones were measured in the afternoon, these were 3.6 mmol/l. The cgm reading was 12.0 mmol/l at that time. The parent called the hospital and was advised to bring the patient to the hospital. When a fingerstick was taken at the hospital the cgm reading was 12.2 mmol/l, and the blood glucose reading was 22.0 mmol/l. Ketones would have been moderate at that moment. The patient would have experienced diabetic ketoacidosis. No specific treatment was reported, but it was stated that the patient was admitted. It is unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values at the hospital fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.